Event description:
Cadd solis medication cassette (100ml) did not work and no alarm occurred alerting the user that it was not infusing. Pt received no medication for up to 12 hours without knowledge. (Occurred 3 times with three different cassettes and pumps because it was not determined why it was occurring at the time). Reason for use: narcotic infusion.